Event description:
The pump was returned for investigation. Investigation revealed that the contrast, up and down buttons were intermittently unresponsive. Investigation revealed that there was contamination under all of the keys. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the contrast, down and up buttons were intermittently unresponsive and the ok button responded appropriately. There was contamination present under all the key contacts.